Manufacturer narrative:
The customer reported that they are seeing incorrect ECG readings on their transmitter. They swapped leads and cables, but the unit is still reading all leads incorrectly even when on a simulator. No harm or injury was reported. They will be sending this unit in for a repair.

Event description:
The customer reported that they are seeing incorrect ECG readings on their transmitter.